Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hazing on front of screens. The customer's blood glucose value was unknown. Customer reported strip of plastic broke off where screen and plastic of insulin pump met also rejected new batteries with diminished battery life which was 7 days. The device will not be returned for analysis.